Event description:
Rptr states that the metal-backed patella and 9mm insert were removed and replaced with an all poly patella 6628-2-940 (lot# usmea) and a 11mm insert (lot# bytac) 2638-5-111. The insert had begun to wear, and so it was replaced. The metal-backed patella had come apart, so it was also replaced.